Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4. The home patient (hp) had reportedly disconnected and then reconnected. The technical service representative (tsr) assisted to clear the alarm, and advised to finish with manuals and to notify nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was confirmed and the cause was determined to be patient disconnecting and re-connecting self to the disposable set without following proper emergency disconnect procedure. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA number (B)(4).